Manufacturer narrative:
Date rec'd by MFR: 01jul2019. The customer could not confirm the reported issue. The customer stated user error (batteries were not plugged in). The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported (defect on arrival) defoa - battery failed. The device was not in use at the time of the reported event.